Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a rash under his front therapy electrode pad. The red was reported to be red with peeling skin. During a follow up, the patient reported that his doctor prescribed him some eczema cream and the irritation was improving. No indication of a serious injury. No allegation of a device malfunction.